Event description:
It was reported that a customer¿s pump screen would not turn on, even after several troubleshooting attempts, including checking the power source and bootup sequence. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to switch to multiple daily injections as a backup therapy. Technical support decided to replace the malfunctioning pump and send a new one with updated software, alongside providing training materials through the customer¿s tandem source account. The customer was also informed about the return procedure for the defective pump.